Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without alarm recurring, and was advised to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.